Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that deployment issue occurred. Vascular access was obtained via the radial artery. The 75% restenosed, eccentric, de novo, 24mm in length target lesion was located in the moderately calcified, mildly tortuous and 2.75mm in diameter left anterior descending artery. The lesion contained <= 45 degrees bend. A gl4 unspecified guide catheter was placed. After a non bsc guide wire crossed the lesion, a 2.5mm unspecified balloon catheter was advanced for predilation then a 1.25 rotational atherectomy system was used for rotablation of the lesion. Then a 24 x 2.75mm synergy¿ stent was advanced to the lesion. However, at the start of stent deployment, it was noted that the proximal end of the stent collapsed and shortened. An unspecified post dilation balloon was not able to pass through the collapsed end of the stent. More than one technique was attempted to pass through the stent. A lubricated 2mm small diameter balloon catheter was advanced and post dilated the stent. The 24 x 2.75mm synergy¿ stent was well deployed after post dilation. No further patient complications were reported. The patient was monitored for 24 hours in the intensive care unit post procedure. No further patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.